Event description:
Event desc: the tube was placed in the pt without incident but when they started to feed the pt became unwell and started to vomit. An x-ray was taken which showed that the tip of the tube (weighted end) seemed to have broken away from the rest of the feeding tube approximately 4 cm. The end was retrieved by endoscopy.

Manufacturer narrative:
No injury was reported. No sample has been returned for evaluation, due to this no definitive conclusion can be drawn. Previous testing conducted showed more than 5 lbs of force is required to break the tip of the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.